Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months 4 days post implant of this 32 mm mitral annuloplasty band, it was explanted and replaced with a 32 mm mitral annuloplasty band for unknown reasons. No additional adverse patient effects were reported.